Event description:
It was reported that during a lap cholecystectomy the device clips were malformed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.